Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that experienced sugar glucose having inaccurate readings. Blood glucose was 88 mg/dl. Troubleshooting was performed and completed. Customer stated that while on hold, she ripped out the sensor and the cannula was missing. No troubleshooting was performed on sensor missing cannula. Replacement sensor will be sent to customer. Sensor is expected to return.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Inspected remaining sensors to check for missing/broken cannula and found remaining sensor cannulas intact, but bent.